Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two scs systems. This report is related to the ipg for the cervical scs system. It was reported the patient hasn't maintained their ipg as recommended. In turn, the patient's ipg has been unable to communicate with external devices due to it being inoperable. It was also reported the patient has been experiencing pain at the ipg site due to its location. As a result, their doctor plans to move forward with x-rays and surgical intervention.

Event description:
Follow-up revealed the patient's scs system was explanted.